Event description:
A pt called lfs on 7/2002 alleging that pt's one touch ultra meter was reading inaccurately high. The pt was not feeling well and so pt tested on pt's meter with a result of 96 mg/dl. Paramedics were called because pt was feeling weak, disoriented and had slurred speech, but the result was "normal". Unknown if paramedics tested and/or treated pt. The pt was taken to the ER. The ER meter read 40 mg/dl (more than 30 minutes after the reading on pt meter). Pt was "given medication for insulin". The pt was released after 4 hours. Pt's technique for applying blood on the test strip was incorrect. The control solution test failed on the meter. Pt was also cleaning fingers with alcohol. Unable to contact the customer to obtain more info.